Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis confirmed device exhibited premature battery depletion (pbd). Device replacement was recommended. Subsequently, this device was explanted. No additional adverse patient effects were reported.